Event description:
The customer reported being hospitalized for high blood glucose levels of 820 mg/dl after experiencing nausea and flu-like symptoms for two days. The customer stated that she changed the infusion set several times prior to the event. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. No alarms of importance were noted in the alarm history. The customer was unable to continue troubleshooting at the time of the call, and stated she would call back if needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.